Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was noted that the pump that was explanted regarding motor stall was never given back to the manufacturer for analysis. Refer also to MFR report 3004209178-2020-05533 regarding a subsequent event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 20,000 mcg/ml fentanyl at 7,998 mcg/day. The reason for use was non-malignant pain. It was reported that there was a motor stall seen at initial interrogation. Logs indicate that the stall occurred on (B)(6) 2019 at 5:42 pm and it recovered on the same day at 5:47 pm. It was unknown if there was an MRI performed. The pump was replaced on (B)(6) 2019. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the cause of the motor stall was not determined and the patient¿s weight at the time of the event was unknown. It was further reported the device was required to go to hospital pathology before being returned. No further complications were reported/anticipated or expected.